Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the patient had passed away due an issue not thought to be related to the device or therapy. It was reported that the device would be sent back for analysis. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s mother regarding a patient who was currently receiving baclofen with concentration 2000 mcg/ml at a dose rate of 628 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient experiences coma overdose states. The coma episodes had started approximately 3 months ago in 2018. The date (B)(6) 2018 is considered an approximate date of event (year known only). The patient has had about five of these coma state episodes, and when they occur they last for 24 hours up to several days. The patient had been hospitalized for these episodes. The issue had happened again last week in 2019; the patient experienced a coma state episode and the patient was also vomiting so they went to the emergency room (ER). The change in therapy/symptoms was described as having occurred suddenly. It was noted that the healthcare provider (hcp) was aware of the situation and they had performed several tests. The patient has had 3 dye studies and there were no volume discrepancies at refills. No rotor studies were performed. It was indicated that whenever the pump had been checked, no signs or notifications had come up on physician's equipment to indicate a pump motor concern. The patient¿s mother was wondering if there have been mechanical changes between patient's pumps. Refer also to MFR report # 3004209178-2019-03825 regarding a previous event. The situation was currently being addressed by the hcp. The reporter was redirected to the hcp at the time of the report to inquire if there were any changes to medication by the pharmacy. Having the hcp contact the manufacturer¿s technical services for further troubleshooting was also be considered. No further patient complications have been reported as a result of this event.